Manufacturer narrative:
Correction: b4/f8: date of this report in the initial MDR is being corrected from blank to 06/22/2021.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy fluid. The cause of the event was not reported. One day after the event onset, the patient was hospitalized and was discharged on the same day. The patient was treated with unspecified antibiotics (no further details reported) for the event. At the time of this report, the patient has recovered without sequelae. Pd therapy was ongoing. No additional information is available.